Event description:
The outer plastic dust cover was intact. The seal on the sterile packaging outer layer was not intact on one corner. There was no adverse consequence to the pt or delay in surgery or anesthesia time.